Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance and noise due to fracture. The patient had also received inappropriate high voltage therapy. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed and no anomalies were found. (B)(4).